Event description:
Customer reports testing 34mg/dl on the device and retesting within 'several minutes' with a result of 229mg/dl on the same device. No action taken based on device results. No adverse event reported and no treatment received. One level quality control was used and reportedly fell into acceptable range, but due to customer being visually disabled, no control information was obtained. Requested return of suspect device and replacement was sent.